Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields in section d to correct primary product information. Updated fields g4 and h4. Updated annex g code.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer replaced the boom motor encoder on the patient side cart after on-site troubleshooting, which included attempts to swap the motor and calibration checks. The encoder was identified as faulty and was replaced with a new assembly, resolving the mechanical issue with the boom extension.

Event description:
It was reported that during training/demo with a da vinci 5 system, the patient cart was making a noise when extending the boom. The courier driver described the sound as screeching or grinding, which improved when the boom was lowered and the robot arms were compressed. The issue progressed to the patient cart boom not extending or raising, and error 23062 was noted. Technical support was contacted multiple times to confirm part numbers and recommend ordering a replacement encoder with tether. Troubleshooting steps included confirming the symptoms, coordinating service scheduling, and recommending on-site evaluation to determine the root cause and inspect for mechanical issues. The customer reported event has no report of patient injury.